Manufacturer narrative:
The device has been received and is pending an investigation.changed h3 - device returned to mfg? From no to yes, h3 - device evaluated by mfg? From none to no, h3 - reason device not evaluated by mfg to from none to device evaluation anticipated, but not yet begun. And added b12 to h6 section.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the allergic reaction. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that patient experienced a allergic reaction that covered the entire body had occurred while wearing the pod between 4 and 24 hours. The patient had red spots on her arms. The patient went to the emergency room (ER) and at the hospital, the patient was given an allergy test and was prescribed caladryl to be taken every 6 hours.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Investigation found no damages or manufacturing deficiencies that would result in an infection or an allergic reaction. The exact cause of the reported event could not be determined.